Event description:
The hosp reportedly noted that the anesthesia machine failed the pre-use checkout. It was subsequently noted that the breathing circuit c-clamp was broken. A broken c-clamp can result in a loss of the ability to ventilate. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.